Event description:
It was reported that at a routine follow-up appointment, it was noted that a single lead safety switch (lss) had occurred due to an out-of-range pacing impedance measurement (>3000 ohms) from a competitor's right ventricular (rv) lead. The physician performed provocative maneuvers and there was no evidence of noisy signals or variable impedance measurements. The physician elected to reprogram the device back to bipolar sensing mode and continue with normal follow-ups. However, two days later, another lss occurred. The patient also experienced a syncopal episode the night of the previous follow-up. Boston scientific technical services was contacted and did not find evidence of lead impairment as there were no stored episodes. However, further programming was discussed. It was also recommended to perform diagnostic imaging. It is has not yet been clarified the cause of the syncopal episode - however, it was discussed the patient likely requires a device upgrade procedure due to their cardiac condition. At this time, the device remains implanted and in-service. The patient was stable and no additional adverse consequences were reported. Despite multiple attempts, no further information was available from the field regarding this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that at a routine follow-up appointment, it was noted that a single lead safety switch (lss) had occurred due to an out-of-range pacing impedance measurement (>3000 ohms) from a competitor's right ventricular (rv) lead. The physician performed provocative maneuvers and there was no evidence of noisy signals or variable impedance measurements. The physician elected to reprogram the device back to bipolar sensing mode and continue with normal follow-ups. However, two days later, another lss occurred. The patient also experienced a syncopal episode the night of the previous follow-up. Boston scientific technical services was contacted and did not find evidence of lead impairment as there were no stored episodes. However, further programming was discussed. It was also recommended to perform diagnostic imaging. It is has not yet been clarified the cause of the syncopal episode - however, it was discussed the patient likely requires a device upgrade procedure due to their cardiac condition. At this time, the device remains implanted and in-service. The patient was stable and no additional adverse consequences were reported. Information has been requested regarding the event resolution, but has not yet been received.